Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a laser lithotripsy procedure on (B)(6) 2013. According to the complainant, during the procedure, a break was noted about ten inches from the shaft of the fiber. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of fiber broke.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a laser lithotripsy procedure on (B)(6) 2013. According to the complainant, during the procedure, a break was noted about ten inches from the shaft of the fiber. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Additional information gathered revealed that the inner glass core broke, which caused the body of the fiber to kink, but the jacket remained intact.